Event description:
It was reported that during service repair and inspection, the cs100 intra-aortic balloon pump (iabp) needed to be repaired. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to determined the need to replace parts because the results of the "k6, k6a, k7, k8 leak test" exceeded the permissible values. The problem was identified as leakage of k7 valve so the fse replaced the manifold drive to resolve the issue. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The device is operational.

Event description:
N/a